Event description:
Boston scientific crm received information that during the attempted implant of this lead, the physician had difficulty placing the lead in an optimal location on the septal wall of the ventricle. The physician placed the lead and extended the lead helix by manually turning the lead body to affix to the heart wall. The position was undesired so the decision was made to reposition the lead. When the physician tried to retract the helix by turning the terminal pin, he was unsuccessful. The physician once again turned the lead body in an attempt to remove the helix from the tissue, and the helix broke off and is left inside the patient's septal wall. To date, there have been no adverse patient effects reported. As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.